Event description:
Event description guidant received information that during a routine patient follow-up examination, the implantable cardioverter defibrillator (ICD) could not be interrogated 56 months post implant. The device was explanted. A new ICD was successfully implanted.